Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all orders were not crossing over to the server. A technical support specialist (tss) contacted the customer regarding the reported issue. Customer confirmed that local it had performed a server reboot process. Tss advised the customer to have hit submit a case/ticket so bd can provide guidance on the proper procedures for rebooting es servers. Verified that all services were running, and that hospital information technology team (hit) had successfully resolved the issue. Customer granted permission to close the ticket. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all orders and patient details were not crossing over to the server. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, all orders and patient details were not crossing over to the server. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patients workflow. There were no adverse events or injuries reported based on this event.